Event description:
The customer reported that on (B)(6) 2011 erroneous, low aspartate aminotransferase (ast) and alanine transaminase (alt) results were generated from a unicel dxc 800 synchron system for one patient. Seven blank flow rate errors (ammonia) occurred on the same day. The erroneous alt & ast results were reported out of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The initial alt & ast results were repeated on another instrument, considered valid and amended result reports were issued. Instrument quality control were recovering within established specifications prior to this event, however ammonia calibration results had failed to meet established specifications prior to the event. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted fluid on the covers below the reagent probes. The instrument was demonstrating primary vacuum low errors, and there was difficulty in loading a reagent. The fse rebuilt both compressors. The fse also noted that the reagent syringe was loose. The fse checked the customer maintenance log and noted that customer had performed syringe maintenance during the same shift that the errors began. The fse tightened the syringe. The reagent probe wash collar was bleached due to buildup. The instrument was primed forty items with no leaking or errors. The device was returned into service after the necessary repairs were completed. The event occurred on the chemistry cartridge side of the instrument, and hence all the erroneous results associated with this event can be correlated to same instrument problems.